Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this nursing home staff member contacted technical services to report that this patient died in late (B)(6) 2011. The caller commented that the patient was evaluated at the hospital for fluid retention and the device "stopped working". The caller was unaware if any programming changes were made prior to the date of the reported death. The cause of death was unknown. There were no specific allegations against the device's operation or functionality. The staff member had called to ask what to do with the patient's latitude communicator and blood pressure monitor. The limited device data initially available, from a remote interrogation approximately four months prior to the patient's death, showed an estimated remaining longevity of seven years. Subsequent remote interrogations prior to the patient's death forwarded alerts for changes in the patient's weight and reports of unsuccessful data collection attempts (the last of which was received approximately six weeks before the patient's death), but no alerts related to the device's therapy-related functions. Attempts to obtain additional information from the patient's device-following clinic were unsuccessful.